Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: unknown, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that when he was charging his ins it was ¿taking a long time to charge¿ and then it stopped charging. The patient reported that he was getting a ¿system failure¿ message. When asked if the patient was getting a system problem message and the patient stated ¿I guess¿ but couldn¿t confirm for certain what screen he was seeing. The patient was walked through starting a recharge session on the call and initially stated that he was getting ¿try again.¿ the patient repositioned the recharger directly over the ins and the patient was able to successfully recharge with excellent recharge quality. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient did not remember the cause. Steps taken were patient took out battery for a few seconds, it reset. The issue was resolved. Patient provided their weight information. No further complications were reported.